Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps related to the active exhalation control module during testing. The customer rejected the estimate and the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.